Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
As reported by the implant patient registry (ipr), a 20 mm sapien 3 valve was deployed in the aortic position. Ten (10) months post implant, the patient developed valve ¿failure¿ / stenosis and the sapien 3 valve was explanted. A surgical valve was implanted. No further information is available at this time.

Manufacturer narrative:
(B)(4). Multiple attempts to gather additional information regarding the patient¿s medical history, the tavr procedure and the valve explant procedure were unsuccessful. Per the instructions for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the bioprosthetic valve was reported to be stenosed 10 months post implant. The exact cause of the bioprosthetic valve stenosis cannot be confirmed. The mechanisms described above may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.